Manufacturer narrative:
(B) (4). The second xact (part #82088-01/lot 9050551) mentioned is being filed under a separate MFR number.

Event description:
Device malfunction: stent migration, difficult to advance filter. Time of device malfunction: during first stent deployment, during filter advancement. Symptoms/ae: 10 seconds of asystole and hypotension. Time of symptoms/ae: during second stent deployment and post-dilatation. It was reported via a trial that during a carotid stenting procedure in the left internal carotid artery. During deployment of the xact stent in the left internal carotid artery, the stent "jumped" distally and did not cover the proximal lesion. After stent deployment, the pt experienced hypotension that was treated with levophed. A second xact stent was implanted and successfully covered the target lesion. During the second stent deployment, the pt's hypotension worsened and was treated with levophed. The second stent was post-dilated with a viatrac balloon for 5 seconds when the pt experienced bradycardia and asystole for 10 seconds and resolved spontaneously. Although the bradycardia and asystole resolved, the hypotension continued and was treated with levophed, atropine, intravenous fluids, and dopamine. The pt was transferred to ICU on a dopamine drip for one day. After the dopamine drip was discontinued, the pt was started on midodrine. The pt was discharged home two days post-procedure on oral midodrine. Though requested, no additional info was provided.